Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, intuitive surgical, inc. (Isi) rep contacted is technical service engineer (tse) and reported during case ¿visualize instrument¿ message on both arm pods that are active. Endoscope was in universal surgical manipulator (usm) 3 and both instruments in following mode had the visualize instrument message. Error #23008 on usm 3 observed in logs during post where caller stated the arms were bumping into each other and upon separation post completed. Tse asked if surgeon was able to replace the endoscope or move the endoscope from usm 3 to usm 2 where caller stated they could not currently. Tse asked, if it was possible, to move from usm 3 to usm 2 at the end of the case to determine if issue persists. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.